Event description:
It was reported that the patient's right ventricular lead exhibited high pacing impedance and capture threshold. No intervention was performed, and the patient will further be monitored. There were no patient consequences.